Event description:
Asr revision. Asr xl (left). Reason(s) for revision: pain.

Event description:
The customer reported discrepant troponin I (access accutni+3) results, for multiple patients, involving access 2 immunoassay system. This report is two of two referencing the patients on the event date noted. The customer stated the results did not correlate with retested results, analyzed in duplicate on the same instrument. None of the discrepant results were released from the laboratory. There was no patient impact associated with this event. The customer has a protocol in place in which all troponin-test samples are analyzed in duplicate. After noting samples were not reproducing, the customer retested the samples on an alternate access 2 system, and the values obtained correlated with the repeated results from the original instrument. The laboratory has a critical troponin I cutoff value of 0.04 ng/ml. All samples were normal in appearance and centrifuged for five minutes, re-aliquot preformed, then centrifuged again for five minutes. All samples were of lithium heparin plasma type. The customer indicated quality controls (qc) recovered within expectation and is performed three times every 24 hours. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.